Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2012, due to patient allegations of pain, loss of range of motion, elevated metal ion levels, metal poisoning, inflammation and metallosis. Review of invoice history confirmed the modular head was removed and replaced with a biomet modular head and acetabular liner. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, elevated metal ion levels, metal poisoning, inflammation and metallosis. Review of invoice history confirmed the modular head was removed and replaced with a biomet modular head and acetabular liner. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative report indicated the presence of pain and reactive tissue. The operative report further indicated pus from a stitch however there was no sign of infection in the hip. The modular head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.